Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been returned to isi for evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found have a broken yaw pulley. The yaw pulley was missing a piece measuring approximately 0.20 x 0.06. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is mishandling/misuse. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during the da vinci-assisted prostatectomy procedure, a fragment from the maryland bipolar forceps instrument was noted to be missing. However, at this time, the location of the broken instrument fragment is unknown. It is also unknown if the missing fragment was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the maryland bipolar forceps instrument was not working properly. When the instrument was removed and inspected, it was noted that approximately a 2 mm piece of rubber was missing from the tip of the instrument. The site was unsure of the location of the missing instrument fragment and did not know if the broken piece was retained by the patient. On (B)(6) 2016, intuitive surgical, inc. (Isi) followed up with the site's robotics coordinator and she stated the following: during a da vinci-assisted prostatectomy the surgeon stated that the maryland bipolar instrument was not working normally. The surgical staff removed the instrument from the trocar and noted that a 2 mm piece of rubber (ultem) was noted to be missing from the tip of the instrument. The surgeon was unable to locate the missing fragment in the surgical field, irrigation fluid, or in the foley catheter bag. An extensive x-ray was performed; however, no foreign objects were found. The robotics coordinator also stated that she was not sure if the instrument and the cannula were inspected prior to use. The robotics coordinator was also not sure if the instrument's wrist was straightened before it was pulled out of the trocar. After the surgical procedure was completed, the patient was discharged the next day and was reportedly doing well.